Manufacturer narrative:
(B)(4). Batch # r92n7j. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that the surgeon tried to use harhd36, the click sound of harmonic scalpel during surgery disappeared. It was around after 1 hour and 30 minutes and took much power on surgeon's hand in order to close the jaw between patient tissue. It made surgeon hand feel fatigue. Surgeon changed to a new harmonic device to avoid this uncomfortable stiffness on harmonic blade device. There were no adverse events on patient.